Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The spring inside the gimbal on the right master tool manipulator (mtm) on the console was damaged. The fse replaced the right mtm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found that the grip spring was broken, twisted and stuck on the lever inside the grip housing. The unit was transferred to engineering for further evaluation and analysis from the engineers. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site noted that the right hand on the console felt sticky and the surgeon experienced difficulty opening and closing the jaws. The site continued with the case despite the issue. The procedure was completed as planned with no reported injury.